Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary:the reported event that non-locking screw anchorage had a damaged head during surgery could not be confirmed, since the device was not returned for evaluation. Based on investigation, it is not possible to determine the exact root cause of the alleged damaged head. Further information is needed. However, as the surgeon had difficulty to sit the screw on the plate, he probably applied to much torque and force. Based on available elements and complaints history, it is most likely a user related issue. The head of the non-locking screw anchorage was probably damaged by a too high torque applied. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If any further information is provided, the investigation report will be updated. Device was never return.

Event description:
An anchorage 3.5 x 24 mm non locking screw plss3524 did not engage the compression hole of the lapidus cp plate plp27371. The screw went through the hole and part of the head of the screw sheared off.

Event description:
An anchorage 3.5 x 24 mm non locking screw plss3524 did not engage the compression hole of the lapidus cp plate plp27371. The screw went through the hole and part of the head of the screw sheared off.